Manufacturer narrative:
(B)(4). The device was tested on simulated tissue for activation and knife function. The device functioned normally when activated but the knife would not cut smoothly. Examination under magnification confirmed damage to the leading edge of the blade. A portion of the knife blade, 0.065x0.045inches, was missing and not returned with the device sample. It is possible the customer hit a staple, metal pin or other hard substance that damaged the blade. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. The IFU also recommends cleaning the jaws with a piece of wet gauze to help minimize tissue build-up between the jaws.

Event description:
The customer originally reported that the device became difficult to open. No patient injury, blood loss or tissue damage was reported. When the device sample was received for investigation on (B)(6) 2014, it was noted that part of the knife blade (0.065x0.045inches) was missing and not returned with the device. The site was contacted regarding the missing knife component without a response. The location of the missing component is unknown.